Event description:
On (B)(6) 2026 additional information was received from the patient. The patient reported that the cause of the device turning itself off was unknown. The patient stated that they turned it on and it turned itself off again within 2 hours. The issue was not resolved and the patient stated they had given up since they didn't know what to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that patient said the therapy turns itself off lately. Patient said, they have to go to the bathroom every hour and usually doesn't even make it. A lot of times they dont make it and have to change clothes. They use pads and change them constantly. The return of symptoms started a week or so ago. They can't get it to work. They will turn it on and it will act like it is working but then it quits in a few minutes. Walked caller through how to turn the therapy off for the ultrasound.